Event description:
An unspecified charging issue was reported by the customer via email. There was no adverse impact to the customer's blood glucose level. The customer declined further communication with technical support, and no additional details were provided beyond the initial report.